Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp indicating the cause of the extension unraveling and twisting was indeterminate. As a result the patient was referred to a new neurosurgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID : 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient has been experiencing sudden shocking down their left side when they raise their right arm or move that arm across their chest. The same sensation is experienced when the ins is palpated. It was reported that the extension was damaged sometime post brain MRI, and the shocking started a few weeks post MRI. No trauma, falls, or electromagnetic interference was thought to be related to the issue. The extension reportedly looked different than any extension the hcp had seen on x-ray and was reportedly unraveled and had a new short. It was noted that the x-ray looked like the issue was related to twiddler¿s syndrome or pocket flipping. The extension was described as having loops and helices on the x-ray. It was also noted the extension would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the short of 0 <(>&<)> 1 = 29 ohms was noted on 2 may 2017. The patient was having an extension revision today due to twiddler's syndrome, however the patient's therapy was never affected. The hcp noted this was not a product issue and did not expect any follow-up. No further complications were reported as a result of this event.